Event description:
Previously reported on medwatch form 3500 on 9/29/93. Pt began developing respiratory distress which subsequently turned into respiratory arrest. Pt was bagged with ambu bag while endotracheal tube changed. It was noticed that ambu valve appeared to be stuck. New bag obtained. Pt ultimately expired. Possible contributor to unsuccessful code.